Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th, 6th, 7th, 8th, 9th, 10th and 11th and 12th distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel and 0.014 inch guidewire due to blood /contrast in the lumen. A kink was visible on the distal shaft at 20.5cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx drug eluting stent to treat a severely tortuous and moderately calcified lesion located at the mid diagonal branch, exhibiting 80% stenosis. Proximal to the target lesion vessel was reported to be extremely tortuous and calcified. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the physician attempted to cross the lesion with the resolute onyx device. However, it was reported that the device hung up on the extremely tortuous and calcified area proximal to the target lesion. The resolute onyx device was removed from the body and the vessel was prepped more with a balloon. It was then noted that the proximal end of the stent was deformed significantly, and the distal end of the stent was intact. It was also mentioned that the physician and the technician are unsure when the stent deformation occurred. Patient status post-procedure is alive with no injury.